Manufacturer narrative:
Date of event: exact date of incident was not provided, only that it occurred in "early" (B)(6) 2020. Additional product code: gcj. At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the facility, the conmed representative reported issues with the as-ifs1, airseal ifs, serial (B)(4), that (B)(6) medical center recently experienced. The information originally reported was during a robotic partial nephrectomy, the airseal showed a warning that there was an electronic error and the machine shut off. This caused the case to convert to open and the patient had a lot of bleeding and had to be intubated. It is noted the procedure was completed. Clarification obtained explained the incident occurred in early (B)(6) 2020, exact date not provided, but the facility never informed the conmed representative until (B)(6) 2020. They indicated a davinci robotic was being used and the unit was plugged into a 20 amp wall socket. The planned procedure, by nature, required the patient to be intubated and there was bleeding, no more than usual however the medical staff were using a lot of suction continuously. The unit alarmed, displayed an error message and then shut down. It was reported the staff didn't see anything wrong with the unit, but it was decided to convert the procedure to open. No exact reasoning for the conversion was provided. The as-ifs1 unit is still quarantined at the facility and they have not been provided any additional guidance as to the facility's future actions with the device. Although requested, no other information or incident details have been made available by the facility. This MDR reporting is being raised on the basis of injury for the unplanned conversion to an open surgical procedure.

Manufacturer narrative:
Reported event is inconclusive. The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. A two-year review of similar events revealed an occurrence rate of 0.008 for this device; however, because this is a reusable device, the potential number of uses is not considered in this occurrence rate. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed and no relationship to this complaint was found. A two-year review of complaint history revealed there has been a total of 12 complaints, regarding 12 devices, for this device family and failure mode. During this same time frame 2,033 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.006. Per the instructions for use, the user is advised the following: when working in the airseal mode, it is possible that body fluids can be extracted from the surgical field over the evacuation line and into the filter housing. In order to prevent contamination of the device, bodily fluid is retained by the fluid trap of the housing component. The capacity of the fluid trap is limited. A warning message and an audible signal will be emitted if the fill level low is reached. Cannula and tubing placement should be checked to make sure no more fluid enters the filter. At this point, change the filtered tube set. Insufflation can be continued with full functionality. If fluid level high is reached, the airseal function will shut down. Insert obturator in airseal cannula to maintain pressure with normal insufflation. This issue will continue to be monitored through the complaint system to assure patient safety.